Manufacturer narrative:
Secondary FDA product code is gcj. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-120lpi, was being used during an unknown type of procedure on (B)(6) 2020 when "the inner bladder fell apart. There was no patient harm and the surgeon retrieved all pieces." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested, and the reporter stated they had no further information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, (B)(6), advises the user to inspect the sound cap blue foam and blue seal prior to use. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.